Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated april 21, 2015 under exemption (B)(4). Additionally, this was reported on the summary report dated june 18, 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced incomplete voiding, vaginal protruding tissue, mixed incontinence, and cystocele. It was also reported that the plaintiff allegedly experienced pain, infection, dyspareunia, emotional distress, and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported was metastatic bladder cancer. Related to manufacturer report #: 2183959-2014-28277, and related to manufacturer report #: 2183959-2014-28283.